Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented with a diagnostics anomaly. No changes or intervention was reported. The patient condition was unknown.

Event description:
Additional information notes recurring issue of diagnostics anomaly on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported.